Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial# (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to understand why the therapy kept shutting off on its own. The patient reported seeing scrolling battery lights on the recharger. They didn't understand why their battery indicator lights go up and down and the power light goes red. Patient services tried having the patient clarify if they were speaking about scrolling lights or just reviewing that the battery indicator light goes up and down as it charges up and then loses charge after not being charged. The patient did mention on the call that they don't always keep it sitting in the charging dock when not in use. Patient services had the patient attempt to stop their current charging session, which was showing excellent connection, ins at 10% and the recharger was at 15%, and put it on the dock. The patient reported seeing the first battery light indicator blinking and the power button was off. Patient services could not find an issue with the recharger on the call as the recharger seemed to be working as intended. Patient services also reviewed therapy turns off on its own when the implant gets low. *note- the patient was somewhat escalated and was speaking very fast. Patient services needed to do a lot of probing to understand what the specific concerns were.